Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked from the connection between the tubing and the access site which was cracked. This occurred during infusion. The infusion rate was 50-70 ml/hour. There was no patient injury or medical intervention associated with this event. No additional information is available.